Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Reportedly, customer lost consciousness. Customers boyfriend provided apple juice to assist with bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.